Manufacturer narrative:
This report is submitted on december 18, 2019.

Event description:
Per the clinic, the patient experienced inflammation, moisture, moderate swelling and infection with granulation of tissue around the abutment. The patient was treated with an antibiotic (oral and topical) and a skin revision was performed. The implant remains in-situ.